Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaints trending review for the product family will be conducted.  If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use; however, it was noted that the rpm does not display on the front panel. No patient involvement.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., method codes, result codes and conclusion codes. Device evaluated by manufacturer: the complaint device was returned for evaluation. An attempt was made to test the console using a rotalink 1.75mm burr. The console could not be tested as there is no rotational speed display due to a massive gas/air leak at the turbine pressure switch and there is no burr rotation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause has been determined to be wear and tear. (B)(4)

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use; however, it was noted that the rpm does not display on the front panel. No patient involvement.